Event description:
Pt has an ambit pain pump inserted during a total knee arthroplasty. Post op day 1, pt was sitting on the side of the bed preparing to stand up. Pt stands up using his walker. Pt looks to his left side to find the pain pump tubing broke. I called dr to advise and he gave order to remove the catheter from the pt which I did.